Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency was 404 mg/dl. The customer was admitted to the hospital. The emergency medical team advised that customer took insulin and 35 units of similan. The customer felt like he was going to pass out. The emergency medical team was advised to have customer call back for further troubleshooting.